Event description:
An endurant ii stent graft system was implanted in the patient for the emergent endovascular treatment of a pre-operatively ruptured abdominal aortic aneurysm. The stent graft implant went well. The final angio run showed there was no endoleak. The patient's blood pressure was stabilized; however, the abdomen was distended and hard, then pressure dropped again. The patient's abdomen was opened to relieve pressure and to prevent compartment syndrome, removed some clot/thrombus, never could get pressure back up and the patient expired. Per the physician the death was not device related or procedure related. It was noted that the patient had too many comorbidities.

Manufacturer narrative:
The following language should have been included in the initial report: section d information references the main component of the system. Concomitant product: etlw1610c93e, (B)(4).

Manufacturer narrative:
Corrected information: sex. Information is provided in the future, a supplemental report will be issued.